Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure coil was located protruding through the fallopian tube and started to adhere to an epiploica of the bowel"), embedded device ("right essure coil was unable to be located / right essure was imbedded and folded in the uterine wall/ perforation (uterus"), device expulsion ("right essure coil was unable to be located / right essure was imbedded and folded in the uterine wall"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, miscarriage (at 15 weeks) in 2002, syncope (3rd pregnancy has syncope), hyperemesis (3rd pregnancy), preterm labor, vacuum extractor delivery (2nd pregnancy vaccum assisted delivery), live birth in 2003 and live birth on (B)(6) 2008. Previously administered products included for contraception: nuva ring from 27-jun-2008 to july 2008, depo from 2004 to 2006 and mirena from 2003 to 2004; for an unreported indication: yaz from august 2008 to october 2008. Concurrent conditions included other disorders of intestine, bladder disorder, depression (not recovered prior to essure) since 2005, anxiety (not recovered prior to essure) since 2005, hypothyroidism since 2008 and breast feeding. Concomitant products included clonazepam since january 2017 and venlafaxine (effexor) since 2007. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, 3 months 12 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced depression ("depression"), anxiety ("anxiety"), headache ("headaches"), constipation ("chronic constipation"), dysgeusia ("metallic taste in mouth"), hypothyroidism ("hypothyroidism") and alopecia ("hair loss- thinning"). In november 2009, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain, pain, constant-sharp stabbing pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal discomfort ("abdominal discomfort"), migraine ("migraines"), abdominal pain ("severe abdominal pain, constant-sharp stabbing pain") and musculoskeletal pain ("joint muscle pain, mild"). The patient was treated with levothyroxine, macrogol (miralax), laxatives, magnesium hydroxide (magnesia), paracetamol (tylenol), naproxen sodium (aleve), ibuprofen, surgery (diagnostic laparoscopy to remove left essure device on (B)(6) 2008, fulgaration of fallopian tube) and surgery (ablation). Essure was removed. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, constipation, dysgeusia, hypothyroidism and musculoskeletal pain outcome was unknown, the embedded device, device expulsion, genital haemorrhage, abdominal discomfort, fatigue, nausea and pelvic pain had not resolved, the migraine, depression, anxiety, headache and alopecia was resolving and the abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal pain, alopecia, anxiety, constipation, depression, device expulsion, dysgeusia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she was prescribed fioricet, excedrin. She denied any complications or problems that occurred at the time of her essure placement procedure. On (B)(6) 2008, underwent a diagnostic laparoscopy to remove the essure device. The left essure coil was then removed and the right essure coil was not removed at that time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. On (B)(6) 2008, hysterosalpingogram test was performed. The test indicated her fallopian tubes were not occluded and the essure devices were not within her fallopian tubes or her uterine cavity. Later diagnostic testing confirmed the remaining essure coil was still imbedded in the wall of her uterus. On (B)(6) 2008, a subsequent x-ray indicated the right essure was imbedded and folded in the uterine wall, however the right essure coil was not removed at that time. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), depression & anxiety, headaches, chronic constipation, metallic taste in mouth; hypothyroidism, hair loss, joint muscle pain, mild). Patient medical history, concurrent condition and concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure coil was located protruding through the fallopian tube and started to adhere to an epiploica of the bowel"), embedded device ("right essure coil was unable to be located / right essure was imbedded and folded in the uterine wall") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal discomfort ("abdominal discomfort"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), pelvic pain ("severe pelvic pain") and abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal discomfort ("abdominal discomfort"), fatigue ("fatigue"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2008, 3 months 12 days after insertion the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy to remove left essure device on (B)(6) 2008). Left essure was removed. On an unknown date, the patient experienced pelvic pain ("severe pelvic pain") and abdominal pain ("severe abdominal pain") and embedded device (seriousness criterion medically significant). Right essure was ongoing. At the time of the report, the fallopian tube perforation outcome was unknown and the embedded device, genital haemorrhage, abdominal discomfort, fatigue, migraine, nausea, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal discomfort, abdominal pain, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, migraine, nausea and pelvic pain to be related to essure. The reporter commented: the left essure coil was then removed and the right essure coil was not removed at that time. Following the surgery, plaintiff later began to experience severe pelvic pain and severe abdominal pain. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the remaining essure device. On (B)(6) 2008, underwent a diagnostic laparoscopy to remove the essure device. Diagnostic results: on (B)(6) 2008, hysterosalpingogram test was performed. The test indicated her fallopian tubes were not occluded and the essure devices were not within her fallopian tubes or her uterine cavity. Later diagnostic testing confirmed the remaining essure coil was still imbedded in the wall of her uterus. On (B)(6) 2008, a subsequent x-ray indicated the right essure was imbedded and folded in the uterine wall, however the right essure coil was not removed at that time incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.